Event description:
Back fusion surgery 10/12/93 with screws and rods. Still has pain in left leg. Sometimes leg gives way, pain in bones and device sticks like a knife in his back, kidney and bowel problems, left leg longer, left hip higher, can't sleep well because of pain.